Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed, during the device evaluation. That the bronchovideoscope exhibited a burn at the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: correction to g3 of the initial medwatch. The aware date should be aug 6, 2024. Additional information added to fields h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the suggested event could not be specified since the actual item was not sent to manufacture business center, however, it is presumed that impacts to the insertion section caused the joints of the parts to loosen and come off, leading to the light guide lens fallen off. The event can be detected/prevented by following the instructions for use: the instruction manual operation manual¿ bf-290 series, chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.